Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump randomly delivering a dosage. The customer stated her insulin pump skips randomly. Customer's blood glucose was 185 mg/dl. No additional information provided.